Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) was 505 mg/dl with a light ketone level and an injection of humalog was used to address the bg level. The customer required assistance from the school nurse. The customer was using apidra and switched the insulin type to humalog and received another occlusion. Tandem technical support had the customer perform a system check and the occlusion appeared to be possibly related to the cartridge. The customer was to use insulin injections to manage diabetes.